Event description:
The device was implanted within the hepatic artery, on 9/136/96, for use in the pt's fudr treatments. On 1/20/97, the pt contacted a MFR nurse and reported that the device is moving in the subcutaneous pocket because the suture loop has become detached from the device. A revision surgery was attempted on 12/9/96. But according to the pt, the surgeon was unable to suture the device to the fascia because the suture loop itself was broken.